Event description:
The external pulse generator was returned for calibration it was analyzed and subsequently tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases and ring cover were broken. The main pcb was out of electrical specification and the interconnect flex was out of mechanical specification.